Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrest and nausea could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. Three low flow alarms became active between 15:23 and 15:30 on (B)(6) 2025. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file. The account indicated that the patient expired on (B)(6) 2025 due to cardiac arrest, status epilepticus. It was noted that the patient's outcome was device or therapy related; however, device parameters were noted to be within normal limits. The device was reportedly not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally communicated that the patient passed away. The cause of death was immediate cardiac arrest, status epilepticus. It was reported that the patient's outcome was device or therapy related. Device parameters (flow, speed, power) were within normal limits. An autopsy would not be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient who had a pump replacement due to wear on driveline immediately proximate to pump housing on (B)(6) 2025 had arrest on (B)(6) 2025 after leaving an emergency department (ed) complaining of several episodes of nausea. They collapsed to the ground when exiting their car per their mother, who performed cardiopulmonary resuscitation (CPR). They noted some low flow alarms at that time, and the local unit utilized a lucas mechanical CPR device (not recommended by the ventricular assist device team). Upon arrival to the local ed, volume was given and when an arterial line was placed, they were found to have a stable blood pressure. Log file review was requested, and the event log file captured low flow alarm events (B)(6) 2025. The low flow alarms recorded during this history occurred at (B)(6) 2025 from 15:23:30 to 15:29:44. Technical services stated that the charted data appeared to show a notable reduction in the recorded flow values around this time. There did not appear to be any type of external equipment issues causing these events. It was unclear what symptoms the patient was experiencing, but the site stated it was most likely hypotension considering the patient's out of hospital location. The cause of the alarms was not clear as of yet. After administration of fluids and brief peri code epinephrine, the low flow alarms ended. As of the evening of (B)(6) 2025, they had ceased. There were 3 momentary low flow events recorded. They occurred on (B)(6) 2025 at 15:23:30, 15:24:11 and 15:29:34.